Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was found leaking during implantation. As a result, the iab was removed and replaced with a new one. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab "balloon leakage" is confirmed. During the investigation, punctures to the iab bladder, consistent with contact from a sharp object, were found which caused a leak and could allow blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the complaint is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. Corrected data: an error was noted after the MDR initial was submitted. It was noted that the event date of "(B)(6) 2020" was incorrect. The correct event date is "(B)(6) 2019". The change has been made to the complaint file.

Event description:
It was reported that the intra-aortic balloon (iab) was found leaking during implantation. As a result, the iab was removed and replaced with a new one. There was no report of patient complications, serious injury or death.